Manufacturer narrative:
Additional review indicates that the consumer has a history of utis and (B)(4) is no longer applicable to this reported event. Therefore, this event is no longer reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient met with a young manufacture representative (rep) in (B)(6) who spent 30 to 45 minutes working on programming. The patient says stimulation was strong in their leg and foot; it would literally "jump" and the patient had to hold it down. The patient says the rep told them it may have to be "redone" which the patient does not want; issues were not resolved. During the call, patient synced with their ins which confirmed stimulation was on. The patient mentioned they had another bladder infection (pre-existing condition) in (B)(6) and their healthcare provider (hcp) told them to turn the ins off at night. As a result of the event, the patient will follow up with their hcp. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having an issue with their left foot and was having pain in their little toes. The caller confirmed that the patient's implant was on their left side and the patient was advised to decrease stimulation and see if the issue resolved. The patient clarified that the referred buzzing was a vibrating type of feeling. The patient reported the vibration was from their waistline to the tip of their toes and they still had it everyday at different degrees. The patient noted at night while laying down it would usually stop while asleep, however the last two weeks before the report, it had gotten stronger and made their toes feel like they were about to have a foot cramp (charlie horse) to the point they stayed awake. The patient reported they often had to move around on their left side where the pressure sensation was comfortable so they could sleep. Sometimes they could not even lie on their left side because of the discomfort that they thought came from the stimulator. The patient reported that the main reason they got the stimulator was so they could stop taking macrodantin every day, a drug for bladder infections which they had taken for many years and was the only thing that kept them from constant bladder infections and pain. The patient reported they were told that using the stimulator would cure/prevent the bladder infections and they would not have to take macrodantin or microbid anymore. The patient noted they had been taking macrobid since december and got off it on (B)(6) 2017 and then got a bladder infection with vaginal discomfort and slight pain. They then went to see their healthcare provider on (B)(6) 2017 and were put back on macrobid at that time the pain and discomfort had gotten better. The patient reported in the last 10 days before the report or so they have been very uncomfortable with the foot discomfort and they had a place on their back that was like a small pea at the incision site and had continued having vaginal discomfort and that seemed like the "bones" ache in that area. The patient also reported that while sitting, like in church, their legs ached in all positions, they try to cross them but the left leg wouldn't let them have any peace, it kept a dull numb feeling that was very uncomfortable. There were no further complications reported as a result of the event.